Event description:
The staff was testing the unit after some recent power outage and energy delivery during testing, heard a loud pop. Testing afterwards by biomed determined the unit would not deliver a shock. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation confirmed the reported problem. Troubleshooting isolated the cause of the malfunction to the defibrillation circuit board assembly. The failure investigation identified the most probable cause of the failure as a transistor that indicated physical damage, which would attribute to the noise identified in the complaint. Secondary damage due to the suspected component failure resulted in collateral damage to multiple resistors and circuit board traces. Replacement of the circuit board assembly resolved the failure. The repaired device was returned to the customer after passing acceptance testing.